Manufacturer narrative:
Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported that on (B)(6) 2017, approximately 2 years and 9 months post-implant, the patient expired due to an ischemic stroke. It was reported that the patient did not exhibit signs of stroke prior to the event, and that the inr was within the required range. A CT scan showed a right hemisphere ischemic stroke, and the left side of the body was affected. The patient was unable to talk or respond prior to death. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.